Manufacturer narrative:
The 29mm commander delivery system was returned unlocked at packaging, half fine adjust, no flex used, stopcock on balloon port, fully inserted through loader 16f sheath. Visual inspection of the returned device was performed and the following was observed: balloon burst confirmed, longitudinal and radial balloon burst, unable to determine if missing balloon pieces and coil stretched and distorted. Dimensional testing was performed and single wall thickness of the balloon around the burst was taken. All measurements taken of the balloon single wall thickness met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events were confirmed based on the condition of the returned devices but no manufacturing non-conformances were identified during product evaluation. Per provided patient imagery, patient had calcified annulus. Difficulty was encountered during system removal which subsequently resulted into balloon separation. Based on this information, it is likely that the root cause of the balloon burst is related to those detailed in technical summary written by edwards lifesciences. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the balloon separation. In addition, the technical summary outlines the extensive manufacturing mitigation's in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for system withdrawal under balloon burst condition. It should be noted that these mitigation's are still in place. As such, available information suggests patient factors (calcification) contributed to the balloon burst and procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and balloon separation).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no 2015691202103744.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 29mm sapien 3 valve in the aortic position via transfemoral approach. The valve was positioned 90:10 across annulus, during last ccs of inflation (33cc in total) delivery system balloon ruptured. No consequence from the aortic valve standpoint. The valve was well seated with no pvl. Several attempts were made to bring ruptured delivery system balloon back in esheath, there was so much resistance the tip of the sheath began to unravel and accordion. At this point, delivery system was advanced forward again and everything as a whole (sheath followed by delivery system) were attempted to be removed. At this point the nose cone and end of the balloon got stuck in the right common iliac. Vascular surgery was called, and it was decided to pull delivery system out while maintaining the sheath in the artery. The delivery balloon was able to be brought down to the femoral head/ distal right external iliac and then relodged in the vessel. A femoral cutdown was preformed and they were unable to pull the delivery system with the femoral head cutdown, they extended cutdown further open the artery and removed delivery system.